Event description:
(B)(4). (B)(6) 2010 - essure placed in-office under local anesthesia. Placement of right coil grade 3 according to essure guidelines, left tube grade 2. Immediate symptoms after placement included uti (first one in over 20 years), recurring until present filing of this report, and chronic bladder inflammation without presence of bacteria but presence of blood in urine. (B)(6) 2009 - developed rashes on face/neck. Dermatologist diagnosed as rosacea, prescribed finacea (no effect) and recommended pulse-dye laser treatments. Had treatment, no effect. Rashes continue to come and go until present day, appearing most often when ovulating right until ended of menstrual cycle, and are usually accompanied by migraines with visual aura. Cause unknown but doctors suggested chronic inflammation. Food journaling offers no obvious food triggers. (B)(6) 2011 - severe abdominal bloating, abdominal/pelvic pain primarily on the left side after essure placement in (B)(6) 2009. On (B)(6), it advanced to severed enough pain that I went to the ER, where they performed an ultrasound to check for gallbladder issues (negative) but found a lesions on my liver. "There is a somewhat irregular hypoechoic lesion seen in the anterior segment of the right lobe of the live, measuring approximately 17mm. There is also what appears to be a focal are of fatty sparing associated with the caudate lobe of the liver and I cannot exclude a hypoechoic mass." Referred to gastroenterologist for follow-up to determine source of bloating and abdominal distress. (B)(6) 2010 - endoscopy with biopsy: negative (B)(6) 2010 - hida scan: negative (B)(6) 2010 - abdominal/pelvic CT: negative (B)(6) 2010 - colonoscopy: negative (B)(6) 2010 - small bowel series: normal after full gastroenterological work-up over the course of 3 months, no defects or obvious physiological problems were reported. Diagnosis was irritable bowel syndrome, may be due to inflammation, but from no obvious infection like gastritis or illness like crohn's (B)(6) 2012 - sent to ER in anaphylactic shock, reason unknown. Follow up with allergist revealed new allergies to red meat and dairy due to a reaction to a carbohydrate called galactose-alpha-1,3-galactose. (Ige 26.28 ku/l). (B)(6) 2013 - visit to ER after another episode of anaphylaxis after taking advil; follow-up with allergist revealed new allergies to nsaids and aspirin. Allergist ran cbc and thyroid panel because he felt it was unusual to develop so many new allergies all of a sudden; thyroid panel low but within normal ranges. Platelet count high, but not atypical after acute allergic reaction. (B)(6) 2014 - lump appears in right breast. Diagnostic mammography and ultrasound shows mass. Ultrasound-guided biopsy shows non-benign lump but signs of inflammation with no presence of bacteria which would be typical with a ductal mass. Prescribed keflex for 14 days to see if inflammation, mass tagged with titanium chip, follow-up later mass has shrunk. Once again questions about a source of chronic inflammation and told to follow up with pcp. (B)(6) 2014 - pcp runs full blood panel. Platelet counts remain elevated, once again suggesting chronic inflammation. Also reported extreme abdominal bloating, continued pelvic pain and bleeding during intercourse. Pap normal, no signs of 14 types of high-risk hpv, ordered to have paps every 3 years and follow up with ob/gyn (B)(6) 2015 - developed contact dermatitis to jewelry; allergy panel confirmed positive allergies for nickel and gold. Told essure was most likely the source of chronic inflammation due to this allergy and to seek removal asap. (B)(6) 2015 - followed up with ob/gyn regarding continue pelvic/abdominal pain in left side, bleeding after intercourse, painful sex, and metal allergies; transvaginal ultrasound negative; asked to be referred to have essure removed due to pelvic pain. Implanting ob/gyn said essure did not contain either gold or nickel or, if it did, in such small amounts as to not be an issue, even with positive allergy tests. Demanded removal anyway and was referred to a surgeon. (B)(6) 2015 - surgeon recommended removal of essure devices due to allergies and signs of chronic inflammation. Scheduled for a full laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy on (B)(6) 2015. Uterus, cervix, tubes, and devices will be sent to pathology for examination.

Event description:
#Medwatcher #followup2 #FDA mw 5045122 #(B)(4). (B)(6) 2015 - pathology report from (B)(6) showed acute chronic background inflammation, chronic cervicitis with no signs of infection, essure device breaching left fallopian tube, extensive adenomyosis, and retroperitoneal fibrosis obliterating both ureters, requiring bilateral pelvic ureterolysis. The left ovary, fallopian tube, uterus, cervix, and bowel were fused together with dense adhesions. Ovaries were completely normal with no cysts, and cystoscopy was also completely normal. Uterus was normal in size.

Event description:
(B)(4). In the 1.5 years since hysterectomy to removed essure devices, the following medical issues experienced while essure was in place have disappeared and not recurred: chronic extreme bloating, chronic pain in upper left abdomen, recurring utis, unexplained rashes, rosacea, migraines. Allergies developed are still present but ige antibodies have dropped dramatically. Currently, being evaluated for post-surgery adhesions with the vaginal cuff due to some discomfort during bowel movements and sexual intercourse.

Event description:
(B)(4). On (B)(6) 2015, full laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. Left coil was migrating out of tube, and significant adhesions were also present in this locale and only in this local: left ovary, fallopian tube, bowel, and uterus fused together. I have no other risk factors for these types of adhesions: no prior surgeries, no pregnancies or childbirth, no history of endometriosis, no history of pelvic inflammatory disease or stis, and no family history of endometriosis. Surgeon believes the coil induced an inflammatory response, which caused the body to attempt to expel the device and the resulting scar tissue in that local. Essure model # ess305, essure lot # 627433.